Event description:
It was reported that smoke and sparks started to come out of the safety station. Additional follow up with the customer identified that the issue was observed at the time two of the maintenance employees were moving the unit away from the wall. While moving the unit, water dripped onto the service which led to the customer's reported issue. After the sparking occurred, the power was disconnected and the unit was taken to be examined. It was noted that the initially reported smoke may have been related to steam coming from water contact on the device. It was confirmed that at no point did sparking make contact with anyone handling the unit. There was no harm associated with the event.

Manufacturer narrative:
The device was not returned to the manufacturer, but reviewed by service technician at the user facility. A follow up medwatch will be submitted once the investigation is complete.